Event description:
During clinic follow up, noise resulting in oversensing and mode switch was observed on atrial lead. Provocative testing was performed and noise was reproduced. No intervention was performed at this time. The patient experienced no consequences.